Event description:
New information received indicated the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.

Event description:
It was reported that high defibrillation impedance was noted on the patient's right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.